Event description:
At 10:30 p.m. On 6/22/93 resident was found lying on her floor at the fob. She stated she had gotten up to go to the bathroom, voided on the floor & slipped in it causing her to fall to the floor. A bed alert monitor had been placed on her bed to alert staff if she should attempt to get up unattended and fail to use her call light. Staff forgot to turn the alarm back on after settling resident into bed. She complained of pain in her right knee radiating to the upper thigh area. Ice applied while being tranferred back to bed via hydraulic lift. X-ray revealed a fx hip-resident transferred to fergus falls for surgery. Statements obtained from the 2:30 to 11:00 shift indicates bed alert monitor alarm had rang when it was placed on the bed and again when the resident was lifted from the bed to the ambulance cart, indicating it was functioning properly when turned on.we will be inservicing all nursing staff in the use of the monitor on 6/29/93. It was added to the charge nurse duties to check all monitoring units each shift. We are pursing mounting the alarm monitors on the head of the bed for visual remindersdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: incorrect technique/procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.